Manufacturer narrative:
Received only the 3 way catheter for evaluation. The reported event was confirmed as manufacturing related. The visual and functional evaluation found a tear at the inflation funnel which had caused water to leak out. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use state the following: "[warnings] method for use. Do not inflate the balloon in the urethra. [The urethra may be injured.]. Do not pull the catheter hard. [The bladder/urethra may be injured.]. Applicable patients. Patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged]". The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon could not be inflated as the user injected water using a syringe during pretest. Per evaluation, a tear on the inflation funnel was confirmed.